Event description:
During the wolff-parkinson-white syndrome procedure, communication issues requiring troubleshooting resulted in a procedural delay. An error message was displayed stating "check fiber optic connection, unable to reset force, no catheter connected". The catheter was disconnected then reconnected with no resolution. The tactisys system unit was exchanged with no resolution. The catheter was exchanged and the procedure was completed without adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 2 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. No fiber fractures or obstructions of the optical fibers were observed. However, a blood-like substance was noted within the shaft material between electrodes 1 and 2. Further investigation determined a leak in the shaft was present due to a hole in the shaft where conductor wire 2 exits the shaft material with a void in the backfill adhesive under electrode ring 2, consistent with fluid ingress and a loss of force data during the procedure. This was determined to be a process design related issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Abbott is continuing to monitor this issue.